Event description:
Information received indicates the foot hi/low function is drifting down.

Manufacturer narrative:
The technician found the foot hi/low cylinder was leaking hydraulic fluid. He replaced the foot hi/low cylinder to repair the stretcher.